Event description:
(B)(4). The provider states the joystick from order number (B)(4) is having similar issues as the recall. She states the end user reports the chair will speed up then slow down. She states the repair wasn't done until (B)(6) 2014. No injuries noted. (B)(4).